Event description:
It was reported that during a procedure for an anterior communicating artery aneurysm, the subject stent deployed at the proximal end of the microcatheter. After the procedure, the operator cut the microcatheter to confirm the subject stent was located at proximal of the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3-device evaluated by mfg-updated. D9- product available to stryker/ returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the subject stent was received deployed within the proximal end of a microcatheter. The subject stent delivery wire (sdw) and the introducer sheath were returned. The subject stent was noted to be deformed and broken/fractured. All 3 marker bands were present on both ends of the stent. The sdw was noted to be kinked/bent at the distal tip and stretched. The introducer sheath was noted to be intact. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event ' stent deployed prematurely during use' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after completing the coil embolization, the physician attempted to deliver a stent through the microcatheter. After flushing with dripping, the stent encountered resistance during advancement from the introducing sheath into the microcatheter. Once fully advanced into the microcatheter, the stent could not be pushed further. After multiple unsuccessful attempts, the physician attempted to retract the stent but encountered significant resistance. The physician increased the retraction force, resulting in the stent detaching at the proximal end of the microcatheter. The physician withdrew the delivery system, but the stent remained at the proximal end of the microcatheter. Subsequently, the physician withdrew the microcatheter from the body and conducted a brief external inspection, confirming that the stent was retained at the proximal end of the microcatheter'. A product condition update was provided stating that 'after the procedure, the operator cut the microcatheter to confirm the stent was located at proximal of the microcatheter shaft'. The stent was returned for analysis in a deployed condition inside the proximal section of a cut microcatheter as per the event description and product condition update. Once removed from the microcatheter lumen, the stent was noted to be deformed and it was also broken/fractured. The sdw was returned for analysis and was noted to be kinked/bent near the distal end of the wire. The introducer sheath was also returned for analysis and was noted to be undamaged. Note: excelsior sl-10 and xt-17 are the recommended microcatheters to use when delivering a neuroform atlas stent, because the internal hub profile of both these microcatheters are an exact match for the external profile of the distal tip of the atlas introducer sheath. This is not the case for echelon-10. Precise placement of the introducer sheath is critical when using an echelon-10 microcatheter (mc). Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was reported by the customer, but subsequently (and inadvertently) moved proximally prior to stent advancement out of the sheath (this is supported by the lack of damage noted to the distal tip of the sheath). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap between the distal end of the sheath and the proximal end of the microcatheter lumen. The user would experience increased resistance during attempts to advance the stent through the microcatheter lumen. Upon realizing this (through increased resistance), the user normally attempts to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. The broken/fractured stent is more unusual. It is possible that this occurred when the customer cut open the microcatheter. However, this cannot be stated with certainty so it will be coded as procedural factors. An assignable cause of procedural factors has been assigned to the reported event 'stent difficult/unable to advance or pullback through catheter' and ¿stent deployed prematurely during use' and to the analysed event ¿stent deployed prematurely during use¿, ¿stent deformed¿, ¿stent broken/fractured during use¿, ¿sdw kinked/bent¿ and ¿sdw deformed¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a procedure for an anterior communicating artery aneurysm, the subject stent deployed at the proximal end of the microcatheter. After the procedure, the operator cut the microcatheter to confirm the subject stent was located at proximal of the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.